Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was scheduled for a revision due to a possible dislodgement. The lead had high capture threshold measurements and the patient was having muscle stimulation 2 days after implant date. The dislodgement was confirmed using fluoroscopy and then this lead was surgically repositioned. The procedure came out as a success with lead measurements verifying appropriate function. This lead remains in service. No additional adverse patient effects were reported.